Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication leaked from a bd safetyglide¿, regular bevel needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: the initial MDR reported the lot # as (01)00382903059249. This is not a valid lot # in our production system. Further inquiry of the customer indicates the actual lot # is unknown as the sample was contaminated and disposed of by the vaccinating nurse. Investigation summary: photo evaluation: two photos were received depicting one assembled 3ml syringe with safetyglide needle attached reported to be from unknown batch # (p/n 305294). The syringe appears to contain a clear liquid. The stopper is fully seated to the barrel roof - zero line position. The clear liquid can be observed behind the stopper around the plunger rod tip outside the fluid path of the syringe. Liquid can also be observed filling almost all of the space between the stopper ribs, indicating a leakage past stopper condition. DHR review could not be performed due to unknown batch #. Investigation conclusion: based on the photo evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Without a batch number and/or a physical sample, investigation cannot proceed any further and root cause cannot be determined.